Event description:
A customer reported experiencing a cartridge alarm 20. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, and the issue was resolved, allowing the customer to successfully resume insulin therapy.